Event description:
It was reported that during a normal battery depletion generator change when connected to the new implantable cardioverter defibrillator (ICD) this right ventricular (rv) lead exhibited a shock impedance high out of range greater than 200 ohms in the superior vena coil vector. Technical services (ts) discussed that the previous device did not have individual vector breakdown. Ts discussed the high out of range shock impedance was isolated to the superior vena coil as rv to can was in range. This rv lead remains in service. No adverse patient effects were reported.